Event description:
It was reported that the procedure was to treat a lesion in the left circumflex coronary artery with heavy calcification, moderate tortuosity and 95% stenosis. When the balance middleweight universal ii guide wire was advanced, there was resistance with the lesion and the guide wire trackability was very bad. There was resistance with the anatomy during removal and force was used and the device fractured. The device remained in one piece and was simply withdrawn. There were no adverse patient effects and there was no clinically significant delay in the procedure. Another guide wire was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 2017 - excessive force manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.na

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It was reported that force was applied during removal of the guide wire from the anatomy. It should be noted that the hi-torque balance middleweight universal ii guide wire instructions for use (IFU) states: ¿do not push, auger, withdraw, or torque a guide wire that meets excessive resistance.¿ in this case, the force used appears to be a reasonable clinical response to the difficulties. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.